Event description:
It was reported that the patient had her device explanted in 2009 prophylactically. Per the surgeon, there was a lot of fluid in the generator pocket found at the time of surgery. Per the patient's caregiver, the patient had an increase in seizures (above pre-vns baseline) approximately one month prior to the surgery. Attempts for further information have been unsuccessful to date. The product was returned to manufacturer, but analysis is pending.